Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain has reportedly resolved, and the recipient is reportedly using the device. No additional treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain at the implant site. The recipient was put on antibiotics prophylactically (type unknown) for infection, however, the surgeon does not believe there is an infection or an allergic reaction. The recipient's pain is reportedly improving.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.